Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient underwent the concurrent procedure of a hysterectomy during mesh implantation. The patient experienced dysparuenia and pain and implant was removed on (B)(6) 2009

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and advantage and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(6). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced adhesion, urinary retention and incontinence.